Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased/high pacing threshold measurements and decreased sensing amplitude; the physician suspected lead dislodgement. As the patient was reported not to be ra pacing dependent and was asymptomatic, the physician elected to reprogram the device and continue monitoring the patient. This lead remains in service. No adverse patient effects were reported.